Event description:
A customer reported a malfunction in their pump, identified as malfunction code 12. The issue did not have an adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.